Event description:
The customer reported that the patient died following cardiac tamponade and perforation in a case conducted under a clinical trial. The nogastar catheter was reportedly used during the mapping phase and the myostar catheter was later used during the investigational injection procedure. It was reported that the echo performed showed a possibility of hematoma over the atrium and blood in the pericardial sac. Pericardiocentesis was reported to have been performed in order to remove a considerable amount of blood.

Manufacturer narrative:
Both the nogastar as well as the myostar catheters were analyzed and found to be within specification. The myostar catheter is an ide device. Visual inspection and buckle force tests were performed, catheters were found to be within the specification parameters. Product performed as expected. Unable to replicate issue experienced. The cause of the injury was reported to be laceration of the coronary vein.